Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11439. It was reported that the patient deceased. Upon investigation, it was noted that the patient was experiencing a ventricular fibrillation episode which the patient's implantable cardiac defibrillator properly converted the patient to normal sinus rhythm. Shortly after, the patient experienced another ventricular fibrillation episode however therapy was not delivered despite external telemetry showing the patient was in ventricular fibrillation. The physician does not allege that the patient's death was related to the device.